Event description:
Customer reports during an undetermined procedure both table monitors failed. The physician was able to complete the procedure by bringing in a portable monitor for the endoscope and not using x-ray. No reported injury and no further details can be obtained.

Manufacturer narrative:
Tech service troubleshot with biomed who reported that both monitors were not displaying image, but image was on control room monitor. Tech service gave biomed different steps to troubleshoot issue, and she reported the condor 12vdc supply for the two table monitors only measured around 3 vdc. Tech support advised that this power supply be replaced. On the follow up call, tech service was told that the power supply was received, replaced and the problem was resolved, system is fully functional.